Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the doctor said there was a film over the lens. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. No deviation or non-conformance (ncr) was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The product met manufacturing record release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.